Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter product ID 8780 serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient receiving fentanyl, bupivacaine, and unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient stated their pump was broken and the medicine dripped through because the catheter was kinked and they had to have surgery next wednesday ((B)(6) 2025) to repair it. The manufacturer's patient services specialist (pss) recommended that the patient consult with their healthcare provider for next steps. The patient was redirected to their healthcare provider to further address the issue. The patient called back and re-reported the scheduled pump revision and catheter replacement surgery. The patient stated that the pump had to be repositioned because it was flipping, and they were not getting any meds through the pump or catheter. Additional information was received from a manufacturer representative (rep). It was reported that a pocket and catheter revision was performed to resolve the pump flipping and kinked catheter. The pump remained in use and only a portion of the catheter was discarded.

Manufacturer narrative:
H6 codes were corrected and updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, fentanyl, and morphine (unknown) at unknown concentration /dose via an implantable pump for spinal pain indications. The patient reported that since the pump was implanted, it had not been working right and when it healed, the pump was facing outward and patient had to push it back in. Patient stated the pump therapy was working for about for a couple of months after implant, but then patient was back into extreme pain, return of symptoms and pain in the spine where the catheter went. Patient stated she was not sure, return of symptoms could have been since implant. Patient reported volume discrepancy and stated, "a couple of months ago' and also stated 'about 4 months ago" when the doctor went to refill the pump, they pulled out almost all the medication that was put in the pump. Patient then states it could have been longer than that, maybe after implant. Patient stated she was scheduled to have a pump and catheter revision on (B)(6) 2025. Patient stated even through the pump was filled a couple of weeks ago, abut "a week ago" the pump started alarming. Patient stated it sounds like the critical alarm and it was driving her crazy. Patient stated she was calling to see how to have the pump alarm turned off. Patient stated she lives 3 hours from doctor and wanted to know if a company representative (rep) could be scheduled. Patient wanted to know what the new/current catheters were. Additional information was received from the healthcare provider (hcp) reporting that the type of alarm being heard was not determined as the patient had not come into office and was waiting until the pump revision. The pump revision was because the patient's pump was very movable and patient can not stop manually manipulating. Additionally, they stated that the pump was flipped and occluding the 8780 ascenda catheter. The volume discrepancy was noted that expected volume was 3.0 mls and actual volume was 27.0 mls.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), product type catheter product ID 8780 lot# serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-jan-2021, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.